Event description:
A malfunction alarm was reported with a malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, and the issue did not recur after the reset. The customer was able to continue using the pump.